Event description:
Customer reports lancet protrudes from end cap of the softclix device after firing. No accidental needle stick occurred. No adverse event reported. Requested return of suspect device and replacement was sent.